Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration data were lower than the ferritin calibration signals measured during standardization, but the quality control was within the customer's range. A general reagent issue could be excluded with the provided data.

Event description:
The customer alleged they received a questionable ferritin result for one patient on their e411 analyzer. The patient's initial ferritin result was 1.12 ug/l accompanied by a data flag. The repeat result was 14.29 ug/l. It was unclear if the discrepant result was reported outside the laboratory. Clarification was requested but not provided. The patient was not adversely affected by this event. The ferritin reagent lot number was 173352 and the expiration date was 11/29/2014. The field service representative went onsite. Performance testing was run. It was noted the gel in the sample tube after separation had traces of rbcs in between the gel material.

Manufacturer narrative:
Section was updated with the patient's current condition. None of the results were reported outside the laboratory.